Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an abs-10060 angel centrifuge was making a grinding noise and stopped pulling from the "blood in" bag of an abs-10062t angel cprp system with aspiration kit. This was discovered during use with no patient harm reported. The case was completed with another angel and a replacement kit.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper loading of the processing kit. The complaint allegation was not confirmed. No evidence of the failure was received.